Event description:
The info rec'd from the affiliate states that this balloon ruptured at 10 atms during pre-dilation of a lesion located in the left common iliac artery. The pt is a male. The vessel was described as severely calcified and moderately tortuous. The rate of stenosis is unk. The info states that the product was prepared as per the IFU. There was no difficulty accessing the lesion with a guidewire. The product was advanced to the target lesion over the guidewire through the sheath introducer; and the balloon was inflated using the indeflator (brand: unk). After the balloon ruptured, it was safely removed from the pt, and another balloon (powerflex p3 420-0020s) was used to successfully complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
The product is not being returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.